Manufacturer narrative:
(B)(4): against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with mild tortuosity and mild calcification, a balance middleweight guide wire was advanced and pre-dilatation was performed with a 1.0x12 nc voyager dilatation catheter. A 2.5x18 rx xience v stent delivery system (sds) was advanced and resistance was felt inside of the guiding catheter. The sds was not able to be pushed through the guiding catheter and when trying to remove the sds with force, the proximal shaft separated into two pieces. The sds and guiding catheter were withdrawn from the patient anatomy as a single unit. An unspecified device was used which successfully crossed the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was confirmed. Difficulty to remove the device from the guiding catheter could not be replicated in a testing environment due to the returned condition of the device. Difficulty to position the device in the guiding catheter could not be replicated in a testing environment because the distal shaft was not returned. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. It should be noted that the xience v, everolimus eluting coronary stent system international, ce, instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.